Manufacturer narrative:
Correction to field h6: patient codes. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of tissue damage are a known risk associated with these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the underwent rezum water vapor therapy procedure. It noted that when attempting to insert the rezum delivery device, urethral stricture was encountered, so dilation was performed using a urethral bougie. There was some bleeding, and visibility was somewhat poor, but the procedure was performed while using flush (turbo). There were no needle retraction failures or malfunctions of the rezum delivery device during treatment. A urinary catheter was placed post procedure treatment, and it was removed nine days post the index procedure. Approximately 3-month post rezum, the patient was diagnosed with another condition and seen at (B)(6). The patient was suspected of having a retroperitoneal tumor (unrelated to rezum). During a retrograde pyelography (rp) diagnostic procedure, a left ureteral orifice injury and ureterocele were identified. The physician was unable to proceed with the diagnostic rp procedure. The urologist that conducted the rezum procedure, performed a review of the rezum recorded procedure. The urologist confirmed that no steam treatment was administered near the left ureteral orifice, and it was of the opinion, that no procedure was carried out that could cause a ureteral injury. No further patient complications were reported.

Event description:
It was reported that the underwent rezum water vapor therapy procedure. It noted that when attempting to insert the rezum delivery device, urethral stricture was encountered, so dilation was performed using a urethral bougie. There was some bleeding, and visibility was somewhat poor, but the procedure was performed while using flush (turbo). There were no needle retraction failures or malfunctions of the rezum delivery device during treatment. A urinary catheter was placed post procedure treatment, and it was removed nine days post the index procedure. Approximately 3-month post rezum, the patient was diagnosed with another condition and seen at (B)(6) hospital. The patient was suspected of having a retroperitoneal tumor (unrelated to rezum). During a retrograde pyelography (rp) diagnostic procedure, a left ureteral orifice injury and ureterocele were identified. The physician was unable to proceed with the diagnostic rp procedure. The urologist that conducted the rezum procedure, performed a review of the rezum recorded procedure. The urologist confirmed that no steam treatment was administered near the left ureteral orifice, and it was of the opinion, that no procedure was carried out that could cause a ureteral injury. No further patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.